Event description:
Patient states that she has dry eye and blind spots in right eye after wearing the lens. She has not been able to wear contact lenses for some time now. This is being filed as unconfirmed blind spots.

Manufacturer narrative:
Unconfirmed blind spots. Method: no examination of device was provided which could indicate if the device caused or contributed to the incident. Results: there is no direct causal relationship established between the medical device and the incident. Conclusions: no conclusion can be drawn. To date there is no confirmation of the treatment or outcome of the treatment. Should further information be provided that would change this conclusion, an update to this report will be provided within 30 days of receipt of the additional information.